Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced, and case completed. There was no patient injury.

Manufacturer narrative:
The customer declined ge service. No repair information available. However, the enhanced sensor interface board was recommended for replacement to resolve the issue. No patient information provided to date after calls to customer 08/04/22 and 08/11/22. Legal manufacturer: hcs madison - (B)(4). The customer declined ge service. No repair information available. However, the enhanced sensor interface board was recommended for replacement to resolve the issue.